Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that one time, 3-4 years back, the system kind of quit on them and someone helped them through. The patient got a deep tissue massage and when they left there it ¿went dead.¿ the patient was walked through another program and it worked ever since.